Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter reported an infusion flow rate issue with the device on (B)(6) 2017: "I do have a pump that I need to send in for servicing. Serial # (B)(4) would run the amount of time set, but it would not push the fluid through the tubing. It was not clamped and a patient was not harmed. My staff had to switch pumps to infuse the patient." Zyno medical followed up with the initial reporter and obtained more information on (B)(6) 2017 on the event date: "date noticed was (B)(6) 2017." No patient information was available.

Manufacturer narrative:
The user reported no flow issue was confirmed. The device was found to have a flow rate accuracy of -7.6%, which was outside of the +/-5% specification. The device was recalibrated, repaired, and tested to meet all specification on (B)(6) 2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00337).